Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73b1600141 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The end opens half way and loses the clip and it is not possible to apply the clip securely. There was no patient injury.